Manufacturer narrative:
(B)(4). The investigation was unable to determine a conclusive cause for the reported patient effects (hypotension, occlusion, death); however, the stent damage, device damaged by another device, tissue damage and additional treatment appear to be related to circumstances of the procedure. The reported patient effect of myocardial infarction, as listed in the xience alpine everolimus eluting coronary stent system instructions for use is a known patient effect that may be associated with the use of the device. Although a relationship between the reported patient effects and the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling.

Event description:
Subsequent to the initial report, additional information was provided, indicating that the cause of death was myocardial infarction. Reportedly, during the procedure, after the no-flow was observed, a new puncture site was created and additional percutaneous intervention was performed. Blood flow did not improve and an intra-aortic balloon pump was inserted. A non-abbott perfusion balloon catheter was used and long inflations were performed. Attempts were made for approximately two hours; however, blood flow did not improve and the patient died. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The reported patient effects of hypotension, occlusion and death, as listed in the xience alpine everolimus eluting coronary stent system instructions for use are known patient effects that may be associated with the use of the device. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that on (B)(6) 2015, during a coronary intervention, a non-abbott guide catheter caused a dissection in the left main coronary artery. The 3.0 x 23 mm xience alpine stent was implanted to treat the dissection; however, the proximal part of the stent protruded into the aorta was slightly trumpet-shaped. On (B)(6) 2016, coronary angiography was performed and a non-abbott guide catheter was advanced towards the right coronary artery (rca) for diagnostic purposes. The ostium of the rca was abnormally shaped/located and the guide catheter could not be inserted into the vessel. The guide catheter was inadvertently advanced through the proximal stent struts of the 3.0 x 23 mm xience alpine stent and got trapped. The guide catheter was pulled with force, pulling and stretching the xience alpine stent. The stent and the catheter remained in the artery. The left main artery was noted to be damaged and there was no flow. The patients blood pressure decreased. Since the guide catheter was still in the body, a new access site was used and a perfusion balloon was advanced to the site. The blood flow was not restored and the patient condition deteriorated, resulting in the death. No additional information was provided.